Event description:
During an ophthalmic procedure, this handpiece generated an electrical shock and the handpiece body was heated. Another handpiece was used to complete the procedure. There was no report of injury.